Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files and failure files did not show any system notices for the date of event. Bin files showed that at least 10 injections were performed with the catheter. Visual inspection of the returned catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 10 injections. The catheter passed the inspection as per specification. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation. These are potential adverse events associated with cardiac catheter procedures. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that during a cryoablation procedure, a patient had a pericardial effusion and laceration in the lspv. After completing two 3-minute ablations in the lspv and allowing appropriate thaw time post balloon deflation, the cryoablation catheter, sheath and mapping catheter were positioned for ablation in the lipv. Prior to balloon inflation in the lipv, it was noted by the anesthesia personnel that there was a precipitous drop in blood pressure. The physician then moved the ultrasound catheter to better visualize the left ventricle. Once in position, a pericardial effusion was observed. The physician and his team took the appropriate measures to maintain hemodynamic stability while preparing the patient for a percadialcentesis. Once this was completed, the patient's blood pressure responded appropriately, however, large amounts of blood continued to drain into the collection bag. Due to the continued bleeding, the patient was taken to the operating room. Once in the or, the surgeon was able to find the cause of the bleeding; there was a laceration inside the lspv. The laceration was sewn closed by the surgeon and the patient was then transferred to the ICU in stable condition. There were no product issues noted during the procedure. The case was aborted. Device 1 of 3, reference MFR report: 3002648230-2014-00029 and 3007798852-2014-00003.

Event description:
Information received by medtronic indicated that during a cryoablation procedure, a patient had a pericardial effusion and laceration in the lspv. After completing two 3-minute ablations in the lspv and allowing appropriate thaw time post balloon deflation, the cryoablation catheter, sheath and mapping catheter were positioned for ablation in the lipv. Prior to balloon inflation in the lipv, it was noted by the anesthesia personnel that there was a precipitous drop in blood pressure. The physician then moved the ultrasound catheter to better visualize the left ventricle. Once in position, a pericardial effusion was observed. The physician and his team took the appropriate measures to maintain hemodynamic stability while preparing the patient for a pericardiocentesis. Once this was completed, the patient's blood pressure responded appropriately, however large amounts of blood continued to drain into the collection bag. Due to the continued bleeding, the patient was taken to the operating room. Once in the or, the surgeon was able to find the cause of the bleeding; there was a laceration inside the lspv. The laceration was sewn closed by the surgeon and the patient was then transferred to the ICU in stable condition. There were no product issues noted during the procedure. The case was aborted. Additional information received (B)(4) 2014 indicated that the patient did not recover neurologically post surgical intervention. Date of death is unknown; date included above is best estimate. Device 1 of 3, reference MFR report: 3002648230-2014-00029 and 3007798852-2014-00003.